Manufacturer narrative:
Product complaint #: (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how was the bleeding identified? The bleeding was on the staple line. How was the post-op bleeding addressed? Surgeons has making some tests, radioscopy etc, and has decided to reoperate. The surgeon made the intervention during the night. What is the current patient status? The situation of the patient is stable now.

Event description:
It was reported that there was post-operative bleeding. On (B)(6), the initial surgeon made a bypass on his patient. The jejuno jejunal anastomosis was normal with a ecr60w and the rest of the closing was with a v-lock. On (B)(6) a second surgeon made a reintervention because of high bleeding on the jejuno jejunal stapling.